Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having inadequate stimulation. X-ray confirmed lead migration. The patient underwent a revision procedure wherein the lead was replaced. It was believed that there was malfunction with the lead because four contacts came off/dislodged prior to the revision procedure. The patient was doing well postoperatively. All contacts were cleared out from the patient's body.